Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was a ¿little more nauseous¿ than they were prior to having a dental, tooth bonding procedure done the week prior. The device was not turned off prior to the procedure. It was stated that they drilled 10 inches about the implant. Additional information has been requested, a follow up report will be sent if additional information is received.